Manufacturer narrative:
Additional information: e1(event site state: (B)(6), event site postal code: (B)(6), event site email: (B)(6)). It was reported that the cs100 intra-aortic balloon pump (iabp) had a faulty battery. A getinge field service engineer after checking the unit found that the batteries had expired. Batteries need to be replaced with new ones. The device only works when plugged in. The device is not suitable for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) battery is faulty.

Event description:
It was reported that during a routine control, the cs100 intra-aortic balloon pump (iabp) battery is faulty. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a